Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle metal on metal litigation received. In a addition to what was previously reported, litigation alleges excessive levels of chromium and cobalt ions. Blood heavy metal increase has been added. The litigation record only reported the right hip but since the allegation is systemic, the left hip is also being updated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a femoral stem fracture, which occurred after a fall. Update nov 29, 2017: medical records received. After review of medical records for MDR reportability, it was reported that the patient was revised to address pain and mechanical loosening. Revision notes reported serous fluid, no evidence of infection, poly wear of the liner, and intra-operative fracture of the trochanter. Added the head and liner. This complaint was updated on: november 30, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.